Event description:
The customer reported that while the unit was in use on a pateint, the unit displayed "system failure" and error code 66 (comm hc11 shared ram test failure). The patient was switched to another unit and therapy was continued. No patient injury was reported.